Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir lip ring was damaged and the reservoir was not able to lock in place when inserted into the insulin pump. The customer's blood glucose level was 18.3 mmol/l at the time of the incident. The customer changed out the infusion set because they have had high blood sugars and they noticed that the insulin pump was cracked on rim of the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.